Manufacturer narrative:
(B)(4).

Event description:
The pt had a pump replacement pump (see manufacturer report #3007566237201100541 for old pump replaced due to volume discrepancies). Following the pump replacement, the pt would not "wake up." The catheter patency and placement were confirmed intraoperatively. A post-operative prime was done of the pump tubing and known catheter volume. There was not an additional dose added to the prime. The new dose was started at 96mcg/day then changed to 12mcg due to the pt's increased drowsiness. The pt experienced respiratory depression which resulted in the need for breathing assistance. It was stated that the pt appeared flaccid. The medication being delivered via the device was lioresal. Additional information has been requested, a follow-up report will be sent if additional information becomes available.